Event description:
It was reported that the electrode array extruded behind the ear. The reason and start for the extrusion is unclear. The doctor suspected that an infection led to damage of the skin and extrusion. It is suspected that the user pulled the electrode out after it was exposed. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode through the skin behind the ear. Further the electrode array was likely pulled out of cochlea due to the extrusion of the device. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode array extruded behind the ear. The reason for the extrusion is currently unclear. Re-implantation has been scheduled for (B)(6) 2023.